Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device needs a new case and software update. No patient involvement.

Event description:
The customer reported that the device needs a new case and software update. No patient involvement.

Manufacturer narrative:
Add b5, g4, g7, h11. Correct h3, h6 (method, results, conclusion). A review of the device history record for (B)(6). Was performed from date of manufacture 09/25/2013 to the present date (B)(6) 2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device needs a new case and software update. No patient involvement.